Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. This MDR represents the composix kugel mesh (device 1). An additional supplemental emdr was submitted to represent the ventralight st w/ echo mesh (device 3). An additional MDR was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh (device 1) & bard flat mesh (device 2). Per operative notes, ¿an incision was made into the supraumbilical area. Both ventral hernia sacs were dissected out. Composix kugel mesh (device 1) & bard flat mesh (device 2) were placed into the umbilical region and secure it with sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent umbilical hernia, pain, adhesion thereby underwent laparoscopic repair with implant of synthetic mesh. (B)(6) 2014 - patient was diagnosed with incarcerated recurrent incisional ventral hernia, adhesion thereby underwent laparoscopic repair with implant of one ventralight st w/ echo mesh (device 3). Per operative notes, ¿all adhesions were taken down. Hernia sac was removed. Previously placed composix kugel mesh (device 1) & bard flat mesh (device 2) were well incorporated into the abdominal wall. A ventralight st w/ echo mesh (device 3) was placed into intraabdominal cavity and secure it with sutures.¿ (B)(6) 2017 - patient was diagnosed with painful abdominal wall hernia, ventral hernia, abdominal scar tissue, pain thereby underwent open repair with explant of composix kugel mesh (device 1) & bard flat mesh (device 2) and ventralight st w/ echo mesh (device 3). Per operative notes, ¿scar tissues were removed. Both hernia sacs were taken down. Previously placed composix kugel mesh (device 1) & bard flat mesh (device 2) and ventralight st w/ echo mesh (device 3) all meshes were removed. The defect was closed with suture.¿